Event description:
An issue was reported regarding ease of navigation on the pump interface as mentioned in one of the customer's survey responses. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.